Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that ¿the black rubber tubing on the xmax was pulling away from the hand piece.¿ there was no patient involvement. There were no injuries or medical intervention reported. There was no additional information provided.